Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow up, 900 automatic mode switching (ams) episodes which were predominantly short periods of atrial lead noise epiodes were noted. All other lead parameters were stable. The patient was stable and will continue to be monitored.